Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. Additionally, the gripper lever assembly tabs were observed to be broken. The gripper cover was observed to be bulky and frayed, the lock line was observed to be frayed, and the gripper lines were observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and observed bulky and frayed gripper cover were unable to be determined. The observed frayed lock line, broken gripper subassembly tabs, and bent gripper lines were likely due to troubleshooting maneuvers. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.